Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon revised this patient for a disassociation of the inner 28 mm head from the mdm x3 insert. It was replaced with a trident constrained liner and 22 mm inner head.

Manufacturer narrative:
An event regarding dislocation involving a restoration adm liner, a mdm liner ((B)(4)) and metal head ((B)(4)) was reported. The event was not confirmed. Visual inspection indicated that there are indentations and scratches on the rim of the liner and the articulating surface. These damage modes are consistent with explantation damage and in vivo damage when the insert dislocated from both the femoral head and mdm liner. Functionality cannot be reproduced. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.

Event description:
The surgeon revised this patient for a disassociation of the inner 28 mm head from the mdm x3 insert. It was replaced with a trident constrained liner and 22 mm inner head.